Manufacturer narrative:
On (B)(4) 2015, immucor technical support used a remote electronic connection method to assess the instrument test well images in question and instrument history. On (B)(4) 2015, an immucor field service engineer (fse) visited the customer site and determined that there was no liquid sample dispensed into the relevant instrument test wells.

Event description:
On (B)(6) 2015, a customer site reported an unexpected negative antibody screen when testing on a galileo echo.